Manufacturer narrative:
One tracheostomy was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Air was applied to the device as functional testing. No leaks were detected, and cuff symmetry was acceptable. The reported customer complaint was not confirmed.

Event description:
Information was received that the cuff of a smiths medical tracheostomy tube was noted to be leaking. This led to a tube change out as it was reported the patient was not being properly ventilated. Sterile water was still in the cuff, and the device had gone through two sterilization processes. The event is now resolved.